Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, there were no issues during the spaceoar placement. The procedure was performed under general anesthesia, fiducial markers were placed at the start of the procedure, and there were no brachytherapy seeds placed. The patient received five fractions of stereotactic body radiation therapy (sbrt) and was scheduled for a brachytherapy boost on (B)(6) 2019; however, the brachytherapy boost was aborted due to pubic arch interference. Reportedly, during this brachytherapy boost procedure, the patient experienced a blood pressure drop and heart rate increase when the transrectal ultrasound (trus) probe was being positioned. As a result of this sudden change in vital signs, the nurse anesthetist momentarily interrupted the procedure. The anesthetist expressed concern that what was being done in the rectum was distressing the patient even while under anesthesia. According to the complainant, nine weeks post procedure, the patient began complaining of discomfort and rectal fullness. Reportedly, magnetic resonance imaging (MRI) showed that there was 2cm of spaceoar in some places in the perirectal area, and it looked like there was some gel injected into the rectal wall. The patient's discomfort was treated with anusol suppository. The patient was in continued discomfort and presented to a colorectal physician. Sometime during the weekend of (B)(6) 2019, a colonoscopy was performed and found that the spaceoar gel had perforated the colon posterior to the hydrogel placement. Reportedly, the spaceoar looked like "an upside down mushroom protruding into the lumen and obstructing bowel movement." The gel was shaved down flat, and the physician was "cautiously optimistic" that the perforation would heal on its own. In the physician's assessment, the cause of the perforation was impossible to pinpoint, but the gel in the rectal wall combined with the patient bearing down during a bowel movement or pressure from the trus probe during the aborted brachytherapy procedure may have contributed. According to the complainant, the patient reported discomfort after the spaceoar placement but did not have any significant problems until after the failed brachytherapy procedure. The patient's additional radiation therapy has been delayed. The patient is currently still admitted inpatient in the hospital.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the reported "nine week post procedure." Blocks d4 and h4: the lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. Block h6: patient code 2668 captures the reportable event of colon perforation. Patient code 2422 captures the reportable event of bowel obstruction. Device code 3009 captures the reportable event of gel misplaced - non vascular. Conclusion code 4316 is being used in lieu of an appropriate code for "device not returned". Block h10: according to the complainant, the device is implanted in the patient and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. H11: blocks g5 (premarket/510(k) #) and h6 (patient codes) have been updated.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date, (B)(6) 2019, was chosen as a best estimate based on the reported "nine week post procedure.". The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. (B)(4). According to the complainant, the device is implanted in the patient and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, there were no issues during the spaceoar placement. The procedure was performed under general anesthesia, fiducial markers were placed at the start of the procedure, and there were no brachytherapy seeds placed. The patient received five fractions of stereotactic body radiation therapy (sbrt) and was scheduled for a brachytherapy boost on (B)(6) 2019; however, the brachytherapy boost was aborted due to pubic arch interference. Reportedly, during this brachytherapy boost procedure, the patient experienced a blood pressure drop and heart rate increase when the transrectal ultrasound (trus) probe was being positioned. As a result of this sudden change in vital signs, the nurse anesthetist momentarily interrupted the procedure. The anesthetist expressed concern that what was being done in the rectum was distressing the patient even while under anesthesia. According to the complainant, nine weeks post procedure, the patient began complaining of discomfort and rectal fullness. Reportedly, magnetic resonance imaging (MRI) showed that there was 2cm of spaceoar in some places in the perirectal area, and it looked like there was some gel injected into the rectal wall. The patient's discomfort was treated with anusol suppository. The patient was in continued discomfort and presented to a colorectal physician. Sometime during the weekend of (B)(6) 2019, a colonoscopy was performed and found that the spaceoar gel had perforated the colon posterior to the hydrogel placement. Reportedly, the spaceoar looked like "an upside down mushroom protruding into the lumen and obstructing bowel movement." The gel was shaved down flat, and the physician was "cautiously optimistic" that the perforation would heal on its own. In the physician's assessment, the cause of the perforation was impossible to pinpoint, but the gel in the rectal wall combined with the patient bearing down during a bowel movement or pressure from the trus probe during the aborted brachytherapy procedure may have contributed. According to the complainant, the patient reported discomfort after the spaceoar placement but did not have any significant problems until after the failed brachytherapy procedure. The patient's additional radiation therapy has been delayed. The patient is currently still admitted inpatient in the hospital.